Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead, exhibited a high out of range shock impedance measurement. A health care professional (hcp) reported that all subsequent measurements were stable and acceptable. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the implantable defibrillation lead is a single coil lead and has consistently exhibited higher shock impedance measurements ranging from 90-100 ohms. No intervention was undertaken and the product will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.